Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: improper placement; migration.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and right common iliac artery aneurysm (rciaa) and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. Post deployment of the gore® excluder® iliac branch endoprostheses when advancing the trunk ipsilateral leg component through the iliac branch component for deployment, it was reported that the gore® excluder® iliac branch endoprostheses were pushed up proximally into the aorta and within the aneurysm sac. The trunk ipsilateral leg component was then deployed just distal to the lowest renal artery and a contralateral leg component was implanted on the contralateral side and extended distally covering the internal iliac artery. No by pass was performed but may be scheduled at a later date. The patient tolerated the procedure well.